Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump¿s display was solid white. The customer¿s blood glucose level was 140 mg/dl. The customer stated that the insulin pump¿s display did not returned after restart. Customer states the display was not blank less than 30 seconds and did not return. The customer stated that the display is blank currently. Insert battery alarm did not display on the insulin pump¿s screen. The battery compartment and spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The device was also received with case cracked behind the pump at the corner of the belt clip rails.